Event description:
Information received that a cadd legacy pump gave 'reservoir empty' error even though the cassette was changed the night before. The patient restarted the pump but it was still giving the same error. Reporter also stated that the pump had been turning itself on and off randomly. The patient switched to the backup pump. There were no adverse effects due to the reported event.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. A review of the event history log (ehl) showed evidence of "no disposable" alarm messages. The investigator was unable to duplicate the customer's reported problem (pump producing a reservoir empty error, and turning itself on and off automatically). The investigator ran the pump with the customer's returned program and no problems were observed. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. Based on the results of the ehl, the downstream sensor was replaced.